Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the monoplar curved scissors (mcs) instrument jumped. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported complaint with the following clarification that the cable at the distal idler pulley was frayed. The frayed cable section was approximately 0.02 in length. The pulley did not exhibit any damage. Engineering evaluation also found that the distal end of the main tube had a hairline crack and multiple deep scratches with some materials removed. On (B)(4) 2013, isi contacted the site's isi clinical sales representative. The csr indicated that he followed up with the site to obtain additional details concerning the reported event. The csr indicated that the site was unable to provide any additional information, as they could not recall the details of the reported event.